Event description:
The following has been reported: lcd screen bubbled/spotted, able to touch and control the screen. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen). The device returned for a defective lcd touchscreen. After powering on the device, the lcd touchscreen has a bubble-like appearance. The touchscreen functions as expected. Device was opened to inspect for internal damage. A significant amount of an unidentified dried substance was found on battery 2 and on the inside of the rear housing. Fluid ingress has damaged the majority of the components. Reporting as a conservative measure for fluid ingress. No adverse effects were reported.